Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "dull blade" (dull). The surgeon reported at the start of the procedure the knife was dull. No pt impact was reported. Additional follow-up info has been requested.